Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of oligomenorrhea, urge incontinence (occasional and rare stress urinary incontinence), leg pain, weight gain, morbid obesity (bmi 48) and uterine leiomyoma. In 2012, the patient had essure inserted. On (B)(6) 2016,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy, bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: the patient has essure placement approximately 4 years ago. Since then, she has developed fatigue issues, pelvic pain issues and other neurological findings she feels is associated with chronicinflammatory process related to the essure. She has a history of oligomenorrhea and has weight gain and reports excessive heavy menstrual cycles and wanted definitive treatment. The patient had a CT scan that was unremarkable. Endometrial biopsy which showed no evidence of malignancy or hyperplasia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48.23 kg/sqm. [Laparoscopy] on (B)(6) 2016: pre and post operative diagnosis: menorrhagia, complications associated with genitourinary device. Procedure: total laparoscopic hysterectomy, cystoscopy, bilateral salpingectomy. Complications: none findings:no injury to the bladder. Strong jet of urine from each ureter. No bleeding or hematoma formation. Bilateral ovaries normal. Specimens removed: uterus, tubes, cervix condition at discharge: stable [pathology test] on (B)(6) 2016: specimen submitted: uterus with cervix and bilateral tubes diagnosis: uterus, cervix and bilateral fallopian tubes cervix -acute and chronic cervicitis with focal ulceration and tuba metaplasia -no human papilloma virus effect, dysplasia, or malignancy seen endometrium: -disordered proliferative -no definite hyeperplasia or malignancy notes.. Myometrium:-leiomyoma -epitheliod leiomyoma -no hemorrhage, necrosis or increased mitoses seen. Serosa -no pathologic alteration right fallopian tube: -serosal lipom -contraceptive device identified -no dysplasia or malignancy seen left fallopian tube:-contraceptive device identified -no pathologic alteration history: menorrhagia, complications associated with genitourinary device. Gross description: the proximal end of the fallopian tube contains 3 cm in length x 0.1 cm in diameter metallic wire. The proximal end of the left fallopian tube contains a 3 cm in length x 0.1 cm in diameter metallic wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of oligomenorrhea, urinary incontinence (occasional and rare stress urinary incontinence), leg pain, weight gain, morbid obesity (bmi 48) and uterine leiomyoma. In 2012, the patient had essure inserted. On (B)(6) 2016, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: the patient has essure placement approximately 4 years ago. Since then, she has developed fatigue issues, pelvic pain issues and other neurological findings she feels is associated with chronic inflammatory process related to the essure. She has a history of oligomenorrhea and has weight gain and reports excessive heavy menstrual cycles and wanted definitive treatment. The patient had a CT scan that was unremarkable. Endometrial biopsy which showed no evidence of malignancy or hyperplasia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48.23 kg/sqm. [Laparoscopy] on 21-mar-2016: pre and post operative diagnosis: menorrhagia, complications associated with genitourinary device. Procedure: total laparoscopic hysterectomy, cystoscopy, bilateral salpingectomy. Complications: none findings:no injury to the bladder. Strong jet of urine from each ureter. No bleeding or hematoma formation. Bilateral ovaries normal. Specimens removed: uterus, tubes, cervix condition at discharge: stable [pathology test] on 21-mar-2016: specimen submitted: uterus with cervix and bilateral tubes diagnosis: uterus, cervix and bilateral fallopian tubes cervix -acute and chronic cervicitis with focal ulceration and tuba metaplasia -no human papilloma virus effect, dysplasia, or malignancy seen endometrium: -disordered proliferative -no definite hyperplasia or malignancy notes.. Myometrium:-leiomyoma -epitheloid leiomyoma -no hemorrhage, necrosis or increased mitoses seen. Serosa -no pathologic alteration right fallopian tube: -serosal lipo -contraceptive device identified -no dysplasia or malignancy seen left fallopian tube:-contraceptive device identified -no pathologic alteration history: menorrhagia, complications associated with genitourinary device. Gross description: the proximal end of the fallopian tube contains 3 cm in length x 0.1 cm in diameter metallic wire. The proximal end of the left fallopian tube contains a 3 cm in length x 0.1 cm in diameter metallic wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.